Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2008 - pt underwent surgery for repair of a hernia. A ventralex hernia patch mesh ((B) (4) and lot# husb0909) was implanted to repair the pt's hernia defect. On (B) (6) 2009 - the pt underwent surgery for a postoperative wound infection from the previously placed ventralex hernia patch. The pt continues to experience abdominal pain and discomfort after his multiple hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.